Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a broken striated in the posterior side and missing piece of the shell. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated broken in the posterior side assessed as surgical damage. Missing piece of the shell assessed as to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify a broken striated in the posterior side and missing piece of the shell. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated broken in the posterior side assessed as surgical damage. Missing piece of the shell assessed as to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against left device. The device has been explanted and replaced.